Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 289 mg/dl. The customer stated that the elevated bg level was due to drinking a pre-workout drink and adrenaline from exercising and elevated bg level was not related to the pump. The customer delivered a correction bolus with the pump. The same day, the customer also experienced a low bg level of 38 mg/dl. The customer reported that they had delivered a meal bolus prior to eating, but did not eat enough food for the bolus delivered. The customer drank juice and ate crackers with peanut butter to address bg level.